Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the 1-month post-op follow-up visit, the patient presented with leg pain and a complete occlusion of the left iliac limb, most likely due to implantation of an the iliac limb stent graft that was too large for the vessel. A fem-fem bypass was performed to successfully resolve the occlusion. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
(B)(4). Remains implanted.